Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported obtaining unspecified low readings from the adc freestyle libre sensor compared to readings obtained from an unspecified blood glucose meter. Customer reported that on (B)(6) 2018, he had been at a hospital for a back operation, and the healthcare professionals administered "one dose" of glucose based on the sensor scan result. Customer then lost consciousness and was later diagnosed with diabetic ketoacidosis and injected with an unspecified medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history reivew) for all freestyle libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported obtaining unspecified low readings from the adc freestyle libre sensor compared to readings obtained from an unspecified blood glucose meter. Customer reported that on (B)(6) 2018 he had been at a hospital for a back operation, and the healthcare professionals administered "one dose" of glucose based on the sensor scan result. Customer then lost consciousness and was later diagnosed with diabetic ketoacidosis and injected with an unspecified medication. There was no report of death or permanent injury associated with this event.